Manufacturer narrative:
Investigation: customer reported the tubing separated at the distal connection port resulting in leakage and returned the affected sample. The complaint of separation is verified and microscopic analysis was conducted. The analysis determined that the root cause is insufficient solvent applied during assembly. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. No other failure modes were observed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no.: 2426-0500 batch no.: unknown. It was reported the tubing separated at the distal connection port resulting in leakage. Verbatim: IV infusing, rn noticed patient's pillow was wet and subsequently the IV tubing was separated at the most distal connection port where you would attach to the patient.

Manufacturer narrative:
Date of birth: unknown. The patient¿s age was used to determine a placeholder date for this field. Medical device expiration date: unknown. The initial reporter also notified the FDA on 19 october, 2020. Medwatch report # (B)(4). Report source other: medwatch report. Device manufacture date: unknown. (B)(4). Investigation summary: customer reported the tubing separated at the distal connection port resulting in leakage and returned the affected sample. The complaint of separation is verified and microscopic analysis was conducted. A device history record review could not be performed on model 2420-0500 because a lot number was not provided by the customer. No other failure modes were observed. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the analysis determined that the root cause is insufficient solvent applied during assembly.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing separated and leaked. The following information was provided by the initial reporter: material no.: 2426-0500, batch no.: unknown. It was reported the tubing separated at the distal connection port resulting in leakage. Verbatim: IV infusing, rn noticed patient's pillow was wet and subsequently the IV tubing was separated at the most distal connection port where you would attach to the patient.